Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. However, an issue with the valve was reported, causing continuous air intake into the sheath and into the syringe. The physician attempted to mitigate the issue by manually covering the valve; however, the problem persisted. The procedure was successfully completed using an alternative device, with no complications for the patient. The sheath is not expected to be returned for analysis as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. However, an issue with the valve was reported, causing continuous air intake into the sheath and into the syringe. The physician attempted to mitigate the issue by manually covering the valve; however, the problem persisted. The procedure was successfully completed using an alternative device, with no complications for the patient. The sheath is not expected to be returned for analysis as it has been disposed. Additional information revealed that air entry began after the dilator was removed following the transseptal puncture. The physician initiated aspiration of the sheath, during which air bubbles were observed in the line. It is suspected that the dilator tore the valve upon insertion into the sheath. The rf pigtail wire was used as an exchange wire from a short sheath. Although the standard protocol involves attaching a flush line via a pressure bag, this step had not yet been completed. No air was introduced into the patient.

Manufacturer narrative:
B5: describe event or problem - updated.